Manufacturer narrative:
12-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush head it doesn¿t completely click on and falls out quite easily - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail stated that his oral-b toothbrush head does not completely click on the oral-b genius toothbrush and falls out quite easily. No injury was reported. 11-sep-2023 case update: the suspect product lot number was c636. The concomitant product lot number was bc005261415. No injury was reported. 12-oct-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head it doesn¿t completely click on and falls out quite easily - oral-b [device breakage] case narrative: male consumer via e-mail stated that his oral-b toothbrush head does not completely click on the oral-b genius toothbrush and falls out quite easily. No injury was reported.